Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection in a laparoscopic hernia repair procedure, the valve seal disengaged and dislodged into patient. The bung was taken out using a grasper and a new balloon was used to complete the case. There was no patient injury